Event description:
The customer is experiencing problems with the calibration of axsym rubella igg reagent lot# 58295m101. Error 1048 ( a/b ratio too high) was generated while trying to calibrate. The customer checked the dispenser and flushed in new solution I and 2 with the same error code (1048) being generated. When the customer replaced the calibrator, a new error code was generated 1111 (master calibrator on too high). The issue was resolved by using a new calibrator and a new reagent. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.